Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low and high blood glucose level. Customer's low blood glucose value was 15 mg/dl and customer¿s high blood glucose was 22 mmol/l. The customer treated high blood glucose with insulin pump. The customer currently not using auto mode and declined to troubleshoot high blood sugars. The insulin pump will not be returned for analysis.